Event description:
The customer questioned the patient results for ion selective electrode sodium, potassium and chloride due to low anion gap values on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the ise unit waste drain on both flow cells was dirty and the y connector for the waste tubing was clogged. The fse also found the buffer valves were worn and inconsistent buffer dispensing. The fse performed cleaning of the waste drain and y connector tubing. Replaced the buffer valves, buffer syringe and ise reagent bottle cap to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).